Event description:
An explanted device was received at med-el headquarters on september 12, 2008. Despite frequent inquiries, no further information was received about the reasons for explantation.

Manufacturer narrative:
The device has been explanted and has been returned to facility, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.